Manufacturer narrative:
The problem was due to damaged optical components inside the resonator. Ater the replacement of these components, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has low power output, about - 20%.